Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68461ud00. The device history record was reviewed and did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot 68461ud00 are within established limits and comparable to the historical reagent lot performance., indicating that the complaint lot is performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 68461ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one patient. The following data was provided (reference values for women 0-16 pg/ml): on (B)(6) 2025, sid (B)(6). Initial troponin-I result (plasma): 119.6 pg/ml. Repeat result using the patient¿s name: < 10 pg/ml (plasma) / < 10 pg/ml (serum). Repeat result using the patient¿s name on another instrument (B)(6): <10 pg/ml (plasma) / < 10 pg/ml (serum). Other samples were drawn from the same patient: on (B)(6)2025, sid (B)(6) (plasma) on instrument (B)(6) = < 10 pg/ml. On (B)(6) 2025, sid (B)(6) (plasma) = 10.6 pg/ml; on instrument (B)(6) = < 10 pg/ml. All qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (different sample ids of the same patient) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one patient. The following data was provided (reference values for women 0-16 pg/ml): on (B)(6) 2025 sid (B)(6). Initial troponin-I result (plasma): 119.6 pg/ml repeat result using the patient¿s name: < 10 pg/ml (plasma) / < 10 pg/ml (serum). Repeat result using the patient¿s name on another instrument ai23066: <10 pg/ml (plasma) / < 10 pg/ml (serum). Other samples were drawn from the same patient: on (B)(6) 2025, sid (B)(6) (plasma) on instrument ai23066 = < 10 pg/ml on (B)(6) 2025, sid (B)(6) (plasma) = 10.6 pg/ml; on instrument ai23066 = < 10 pg/ml. All qc was within range. There was no impact to patient management reported.